Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the patient received inappropriate therapy during the event. The patient was noted to be in stable condition after the reprogramming.

Event description:
It was reported that the patient's device stored two vf episodes due to post-sensed t-wave oversensing. The patient did not receive therapy due to oversensing. The device was reprogrammed to address the issue. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).